Event description:
Meter does not power on. Pt has replaced the battery less than a year ago. Pt is using a correct vial of test strips. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and sent pt a new meter.